Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-57: user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia¿s bgm system to the results from another trividia¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is concerned with tests results from results obtained of 174, 173, and 193mg/dl. The expected fasting blood glucose test result range is 100-146mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call, a back to back blood test was performed by the customer and produced test results of 167 and 190mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 05/15/2021 and open vial date is 09/26/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 13-may-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 13-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".